Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing post-implant due to loss of electrode contact, resulting in false episodes of asystole being recorded. The undersensing could not be reproduced at in-office follow up. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. The analyst commented that there were multiple episodes of false asystole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.